Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: struts of the ivc filter perforate the wall of the ivc, a strut of the ivc filter fractured and perforated the wall of the ivc, fractured strut lies on top of the anterior surface of a lumbar vertebral body. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the indication for an ivc filter was prophylaxis for pulmonary embolism following a motor vehicle accident (mva) with intracranial trauma and therefore unable to be anticoagulated. The patient also experienced bilateral calcaneus fractures (fx), a non-displaced right patellar fx, right distal fibula fx and subdural hematoma, as a result of the mva. The patient has a history of 3-5 prior nasal fractures, smoking and etoh abuse. The filter was placed via the right common femoral vein and deployed in the usual fashion after a cavogram was obtained and revealed the location or the renal vein and size of the vena cava. Five days later the patient underwent open reduction and internal fixation of the bilateral calcaneus fractures. Approximately eleven years post implant, the patient underwent a computed tomography (CT) scan for evaluation of the filter. Results of the scan noted that the superior tip of the ivc filter is located at the level of the right renal vein. One of the struts has fractured and perforated the wall of the ivc and is noted to lie on top of the anterior surface of the lumbar vertebral body, with no extension into vital structures. One other strut perforated the ivc wall by 2 millimeters. The patient was also noted to have hepatic stenosis with hepatomegaly and a non-obstructing midpole left renal calculus. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 11 years post implantation. The patient reports fracture, perforation of filter strut(s) outside the inferior vena cava (ivc), and migration of fractured strut(s). The patient also reports suffering from anxiety.

Manufacturer narrative:
Correction: section d6 (implant date updated) additional information: section a2 (date of birth) section a4 (patient weight) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number) section d6 (implant date corrected) section d11 (concomitant medical products: .035x145 bentson wire, prelude pro sheath (5fr)) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes- addition of migration) complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation the ivc, ivc filter fractured, fractured strut lies on top of the anterior surface of a lumbar vertebral body. Per the medical records, the indication was prophylaxis following an mva with intracranial trauma and multiple fractures. History includes nasal fractures, smoking and etoh abuse. A cavogram was obtained for renal vein location, and the filter deployed. Five days later, the patient had orif of bilateral calcaneus fractures. Approximately eleven years post implant, a CT noted that the superior tip of the ivc filter is located at the level of the right renal vein. One of the struts has fractured and perforated the wall of the ivc and is noted to lie on top of the anterior surface of the lumbar vertebral body, with no extension into vital structures. One other strut perforated the ivc wall by 2 millimeters. The patient was also noted to have hepatic stenosis with hepatomegaly and a non-obstructing midpole left renal calculus. Per the patient profile form (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc migration of fractured strut(s), and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding tissues; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown; said to be on or about (B)(6) 2008. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to struts of the ivc filter perforate the wall of the ivc, a strut of the ivc filter fractured and perforated the wall of the ivc, fractured strut lies on top of the anterior surface of a lumbar vertebral body. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: struts of the ivc filter perforate the wall of the ivc, a strut of the ivc filter fractured and perforated the wall of the ivc, fractured strut lies on top of the anterior surface of a lumbar vertebral body. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.